Manufacturer narrative:
(B)(4). Title efficacy and safety of radiofrequency ablation for benign thyroid nodules: a prospective multicenter study source korean j radiol 19(1). Date of publication: jan/feb 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study, assessing the safety and efficacy of using rf-ablation for benign thyroid nodules, a total of 345 patients underwent rf ablation and 276 patient's were assessed for outcomes. It was concluded that radiofrequency ablation was effective and safe for treating benign thyroid nodules; however, the following patient complications were reported. Some patient after receiving the treated experience major complications such as a transient voice change, hyperthyroidism and a patient requiring medication. Minor complications found are hematomas and first-degree skin burn. All patient with complication recovered within 7 days with the exception of 1 patient that developed a permanent hyperthyroidism.